Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Subsequently, the pump touchscreen was frozen and unresponsive. The customer's blood glucose was 274mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shut down issue was verified. Additionally, the alleged unresponsive touch screen issue could not be verified.